Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is broken. Nothing broke off. The reported event was confirmed as the evaluation revealed that the jaw hook is bent out. This is typically caused by applying excessive force while grasping and manipulating suture. Further the device shows signs of metal surface oxidation.

Event description:
It was reported that the device is broken. There was no harm for patient, operator or third party reported. This was noticed after the surgery. Update nen (B)(6) 2022: nothing broke off.